Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the forearm vein. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 6.0 x 20, 75cm mustang balloon catheter was advanced to the target lesion and during the first inflation at 24 atms a balloon rupture occurred. The mustang balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the forearm vein. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 6.0 x 20, 75cm mustang balloon catheter was advanced to the target lesion and during the first inflation at 24 atms a balloon rupture occurred. The mustang balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that there was no damage noted to that shaft of the device. The balloon was torn circumferentially 10mm from the proximal markerband. The distal end of the balloon was bunched at the distal end of device. Both markerbands were present and intact. There were no detached parts. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).